Manufacturer narrative:
Siderail cracked with sharp edges and won't lock in upright position.

Event description:
It was reported by service report that the left foot rail on the bed had a broken release handle with sharp edges and would not lock in the upright position. No pt involvement or adverse consequences are reported.